Event description:
It was reported that "the rasp broke off the rasp handle, leaving the rasp in the patient. It was easily removed, the case went a way with no problems."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.